Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a sporadic hardware error. The investigation showed that the issue was due to a sporadic hardware error. Based on log information it can be confirmed that the ias_a copra board within the image acquisition system failed temporarily and aborted x-ray in plane a of the bi-plane-system. Plane b was available as per logs, however, the customer did not try to use plane b. According to the logfiles, the operator kept trying to initiate fluoro on plane a. At this point in time the customer did not try to restart the system as per recovery procedures described in the operator manual and decided to use another system. A restart would have resolved the issue. Logfile analysis shows that later in the day at 10:05 the customer restarted the system and x-ray was possible. The investigation did not show any systematic error. As a preventative action, the affected copra board has been exchanged by the local service organization. The error did not reoccur. The incident described in the complaint is not classified as a reportable event after a thorough investigation as neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that x-ray was aborted. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.